Event description:
Customer stated there was oil leaking from the locking lever.

Manufacturer narrative:
Reported condition caused by a failure to service maintain the equipment. Unit last serviced june 2002.